Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the clinical stated there was an impella position in aorta alarm that self resolved but the pump was pushed deeper a couple cm. Access site adverse event: the cause of hematoma/ bleed was most likely use issue related since the bleed and hematoma occurred after the transfer, in the ICU and the act was 300 well above the recommended range. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp that a hematoma at impella site related to track ooze per team, manual pressure held with resolution of hematoma. The impella in aorta alarm. Self-resolved but point of care ultrasonography done and cardiologist pushed cp in a couple centimeter.